Event description:
Patient called lfs and alleged that their meter was failing the control solution tests. They tested twice and the meter failed both times. The patient first stated that they were taken to the hospital because of the inaccuracy, but they later stated that they had not gone to the hospital because of their meter readings; they went because of how they felt. They believed that the blood sugar results they obtained were accurate. The patient reported eating and drinking after testing on their meter. The test strips were in good condition and the codes matched. The test strips are being replaced for the patient.